Manufacturer narrative:
Technician found during pm that the unit did not pass electrical ground check. Found ground pin loose on plug. Replaced the power cord to resolve this issue.

Event description:
Info received that the unit did not pass electrical ground check. No injury reported.